Event description:
Related manufacturer reference number: 1627487-2019-05758.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2019-05758. It was reported that the patient experienced headaches post-trial procedure. The physician determined that patient had a dural tear. As a result, a blood patch procedure was performed on (B)(6) 2019 and the headaches resolved.